Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that a patient underwent a bilateral breast lift and abdominoplasty on (B)(6) 2013 and topical skin adhesive was used. The patient developed a maculopapular severe rash at the incision site. The topical skin adhesive was removed and the rash appears not to extend further. The patient was started on systemic and local steroids and antibiotics. Currently, the incision is healing. There are no signs of infection or rash.